Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were made. There were no adverse consequences to the patient.

Event description:
It was reported that one day post implant, post-paced twave oversensing was observed. Programming changes were recommended. There were no adverse consequences to the patient.